Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was cystocele, rectocele, urinary stress incontinence. Procedure: underwent obturator sling placement (pelvilace) and posterior repair (avaulta) and cystoscopy under general anesthesia. Complications post implantation: abdominal and pelvic pain, some itching and discharge, postoperative infection, dyspareunia, constipation, urinary frequency, urgency, diarrhea, overactive bladder, adhesions. Additional surgery: (B)(6) 2011: underwent laparoscopic bilateral salpingo-oophorectomy, lysis of adhesions under general anesthesia. Complications post additional surgery: (B)(6) 2011: possible vaginal cyst the size of a pea, drained or burst yesterday, redness, some soreness - cyst located on left labia majora approximately 3mm - diagnosed with bartholin gland cyst and intertrigo. (B)(6) 2013: blood with bowel movement, myalgia and pain with intercourse - external genitalia showed abnormalities, external hemorrhoids, rectal bleeding. (B)(6) 2014: occasional burning with urination.